Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received failed battery alarm. The customer¿s blood glucose level was 140 mg/dl. The issue was not resolved after troubleshooting. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.

Manufacturer narrative:
Unable to verify unit stuck in manufacturing mode due to blank display. Unit passed displacement test. Unit was received with an unexpected blank display after battery change due to moisture damage on printed circuit board. Unable to perform sleep current measurement and active current measurement due to blank display. Unable to fully verify failed battery test alarms during testing due to blank display. The power management graph was in specification. Unit was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay and slightly peeling end cap address label.